Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. During investigation, the fse detected the ventilator alarming for backup audible alarm or remote alarm error. The issue was resolved by replacing the monitoring printed circuit board (pcb). After replacement a pre-use check were performed which were approved. No further issues has been reported. The replaced pcb were scrapped and not returned for investigation, therefore the root cause for the reported problem could not be established.